Event description:
It was reported that the patient underwent a spinal procedure for l5 spondylolisthesis using posterior fixation. The pedicle marker was removed by force at left l5 and fractured the facet joint. As a result, the surgical time was extended about one hour.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.